Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that battery threading was stripped. The insulin pump will not be returned for analysis.